Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted and no moisture damage found on electronics assembly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding. Blood glucose value was 3.8 mmol/l; which was treated with food. The customer stated the insulin pump was exposed to moisture as she was running with the device in her bra. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.